Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 9/28/2015 and 10/12/2015: medical records received. After review of the medical records for MDR reportability, part/lot has been provided. The cement used on the primary was depuy so it now being reported for pain. The unknown depuy product is being changed to the patella the complaint was updated on:10/23/2015.

Event description:
Legal claim and medical records received. Patient was revised on (B)(6) 2013 for a painful malpositioned patella. The manufacturer of the cement removed is unknown. Part/lot not provided.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found additional reports for the smartset mv 40g eo. Review of the device history records in a previous investigation did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.